Manufacturer narrative:
The investigation result of side car - rx pushback. A visual evaluation of the device found the side car-rx (guidewire lumen) presented pushback out of specification. Functional evaluation found the basket would open and close without issue. The evaluation concluded that during the procedure manipulation of the device and interaction with the scope or other devices most likely contributed to the side car-rx pushback. Due to anatomical and/or procedural factors encountered during the procedure, performance was limited. Therefore, the most probable root cause of this complaint is operational context. The device history record (DHR) review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx lithotripter basket was used during a choledocholithiasis procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the basket would not open. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable". This event has been deemed reportable based on the investigation results; side car-rx (guidewire port) pushback.